Event description:
It was reported to philips healthcare that the heartstart xl would not charge the battery, as the unit does not work on ac power, but works on battery power. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.